Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Request for additional information to journal author sent via us mail: were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: journal of the american college of surgeons. 2013 sep; conference: 99th annual clinical congress of the american college of surgeons. Washington, dc united states. Conference publication: (var. Pagings). 217 (3 suppl. 1): s71. (B)(4).

Event description:
It was reported via journal article: title: "comparative effectiveness of techniques for global endometrial ablation procedures and the risk of subsequent reoperation." Author(s): wasson m., hoffman m., makai g., hochman m. Citation: journal of the american college of surgeons. 2013 sep; conference: 99th annual clinical congress of the american college of surgeons. Washington, dc united states. Conference publication: (var. Pagings). 217 (3 suppl. 1): s71. This retrospective cohort study was to determine differences in the risk of subsequent reoperation among different endometrial ablation techniques. During a 5-year period, a total of 3765 female patients underwent endometrial ablation (n=1646 radio frequency "abalation"; n=1490 hydrothermal ablation; n=629 thermachoice). 2.07% of the patient who were treated with thermachoice had failure on the mean time of 345.85 days and had subsequent hysterectomy or repeat endometrial ablation. While all endometrial ablation procedures are associated with a low risk of failure, those completed via rfa are associated with lower risk of failure necessitating reoperation when compared to hta and thermachoice. Additionally, age at the time of endometrial ablation does not appear to be predictive of future failure.